Event description:
The lay user/patient's wife contacted lifescan in 2007, and alleged that the patient's one touch ultra meter displays hi. The medical affairs specialist was not able to reach the reporter/patient via phone after several attempts. A letter was sent to the address provided. The wife reported that on the event date, at 6:30 am, the meter read "hi" 10 times. The patient was delirious, disoriented, and was vomiting at the time of concern. The wife thought that the "hi" meant reading low. However, it was discovered that she had the meter upside down (use error). The wife gave him juice. It is not known if the patient felt better after drinking the juice. The patient did not receive/require medical treatment. At the time of troubleshooting, it was verified that the test strips were in good condition and within the expiration/discard dates. However, the reporter did not have any items to perform the quality control check. This complaint is reported, because the reporter alleged that the she misinterpreted the meter reading "hi," by reading the meter upside down and thought the results were low. She claimed she treated the patient with juice. It is not known as to when the symptoms experienced by the patient started and there is insufficient information regarding events leading to the event. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.